Event description:
The manufacturer's representative reported the patient had a pump replacement and indicated the therapy was not covering his pain. Several studies were done. The results were not reported. During the replacement surgery, it was discovered that "there was an almost complete catheter disconnect at connector site". A follow-up report will be sent when additional information is received.